Event description:
Lanner et al. "Spinal cord stimulation for the treatment of chronic nonmalignant pain" acta neurochir suppl /2007/97/1/79-84. There was no info in the article to suggest the devices used were manufactured by mdt. The article described a study involving 88 pts being treated with scs. Wound infections and lead dislocation were mentioned as pt complications. The infections were treated by removing the devices and treating with antibiotics. Second implants were then performed. All dislocations were also corrected surgically. Attempts to gain additional info were not successful. The dr. Has retired and not available. This MDR allows for some of the devices to possibly be medtronic.